Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age & gender unknown) the device displayed "status 66," "status 93," and "cannot dump" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.